Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead has perforated through the heart wall. The patient experienced pain and their vital signs and blood pressure were affected. The rv lead was explanted. No additional adverse patient effects were reported.